Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the server had an interface issue and orders were not crossing. A technical support specialist (tss) dialed into the server, checked site down query, restarted the services and found production carefusion coordination engine (cce) services stopped. Further, the tss back up the cce services and verified messaging was current to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server, the issue was with interface. Patient registrations and pharmacy orders were not being crossed across the system. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.